Event description:
Resident slid off the high rise toilet seat in her bathroom. The device did not lock into the toilet well. The resident fractured her right ankle. She expired on 1/2/92 of cardiac arrestdevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown, none or unknown, none or unknown, mated with incompatible equipment. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.